Event description:
Two days after implant, the pt complaint of stimulation down the right leg that caused twitching when the pt tried to use the device. The stimulation was painful and the pt turned the device down. An x-ray revealed the lead was at the s3 foramen. A lead revision was performed. No surgical complications were reported.